Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pumpadditional text: lvadspecific component(s) involved: other component malfunction, specifyadditional text:other component: blood pumpcausative or contributing factor: no specific contributing cause identifieother cause:intervention(s): replacement of pumpother intervention :implant device type: both (in the same or visit)malfunction device type: lvad